Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not known. Customer consumed carbohydrates, called 911, and was taken to the emergency room (ER). Customer was monitored by ER staff; no treatment was provided. Customer was discharged the same day. No additional information regarding this event was provided. Date of event is approximate.